Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic procedure, specifically a lap right colectomy, there was an energy activation/sealing issue with the blunt tip sealer divider. The device exhibited inadequate or partial sealing despite evidence of energy delivery and end tones being heard. The device was being used to take down adhesions at the time of the issue. The device was plugged into a generator, and another device was used successfully with this generator. There was no patient injury.